Event description:
The customer reported that the system displayed a 'frame sync' error. This error is likely to result in a loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.